Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the patient is able to flip their ipg completely over and move it all around the pocket. It was noted that the patient had multiple falls. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.